Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cough, cold coming on, difficulty breathing and skin cancer. The patient did report to receive medical intervention and had some skin cancer removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This complaint has been reviewed and the following corrections have been made to reflect an adverse event. B(1), b(2), b(5), h(1) and h(6). This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient reported cough, cold coming on, difficulty breathing and skin cancer related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and had some skicancer removed. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report. Section g4 has been corrected in this report, to reflect the correct information.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.